Event description:
This case is a case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/consumer of unspecified age in united states on (B)(4) 2004 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. On or about (B)(6) 2012 plaintiff went to the implanting physician to have essure implanted in her fallopian tubes. After being implanted with essure, plaintiff began to suffer from injuries including fatigue, insomnia, pelvic pain, nausea, diminished brain functions, numbness in limbs, headaches, and vision issues. On or about (B)(6) 2013, plaintiff delivered a child. The child now suffers from birth defects including arterial defects. Plaintiff had the essure device migrated from her fallopian tubes to her uterus/rectum resulting in a pregnancy (the child was born with defects including arterial defects) and requiring a hospitalization and partial hysterectomy. Currently, plaintiff is left with one coil, broken into two pieces, in her uterus. On or about (B)(6) 2013, plaintiff had to have a salpingectomy, the surgical removal of her fallopian tubes due to essure. Only one essure coil was located. The remaining coil remains in her uterus, broken in two pieces. Plaintiff is in need of a complete hysterectomy. Plaintiff had to undergo numerous surgical procedures, diagnostic procedures, and may have to undergo surgeries, diagnostic testing, treatment and rehabilitation in the indefinite future. Plaintiff sustained significant pain and suffering, both physical and mental, and will continue to do so into the indefinite future. Plaintiff now also suffers from auto immune and adhesion disorders. No additional information was provided. There is a linked case for the child with reference numbers (B)(4). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue and a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(4) 2014: updated ptc result. Final assessment: follow-up case opened since to provide updated assessment since multiple adverse events were listed in this case. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy, device dislocation, device breakage, device migration were identified as anticipated events during the design process. Medical assessment: this ptc was initiated due to a reported product quality issue and a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. Additionally a product quality issue was reported (coil remains in her uterus, broken in two pieces). The reported breakage could not be investigated in more detail due to lack of complaint sample return. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted and essure device migrated from fallopian tubes to her uterus/rectum, she was submitted to a salpingectomy, one coil was located and the remaining coil remained in her uterus and broken in two pieces. Additionally a pregnancy and auto immune disorders were reported. Pregnancy was considered non-serious, while the remaining events were considered serious due to medical importance and hospitalization (essure migration). All events are listed in essure's reference safety information and according to product technical analysis (ptc) results, except for auto immune disorders which is unlisted. In this particular case, although the exact date and the mechanism of the reported device migration and breakage are not known; given their nature a causal relationship with the suspect insert cannot be excluded. Regarding pregnancy, the plaintiff stated it resulted from essure migration to uterus/rectum; nevertheless since it is unclear from the available information if this device migration was diagnosed before or after pregnancy onset essure contraceptive failure cannot be totally excluded. For the event auto immune disorders, a contributory role of essure is unlikely given essure's local action at fallopian tubes. This case was regarded as incident due to the reported hospitalization and intervention (salpingectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs